Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare professional (hcp) implanted the stimloc device and that when they tried to lock the support clip around the lead body, the hcp felt like it was not a complete lock. It was noted it was easy to lose. The stimloc was replaced as a result of the event. There was no patient injury or death from the event. A supplemental report will be filed if additional information is received.